Event description:
On (B)(6) 2021 I bought 4 flowflex covid-19 single test kits from (B)(6). My daughter took one and it was negative. I took another in (B)(6) 2022 and it was negative. In (B)(6) I saw that these (blue boxes) had been recalled. Apparently they are counterfeit, according to acon labs website? As I read the recall, the FDA wanted all distribution of these reported. I am hoping that I can return the two I have left to (B)(6) for a refund, but will wait in case the FDA wants the tests and the receipt. FDA safety report ID# (B)(4).